Event description:
Approx 4 and a half months post procedure, the pt returned to the hospital with an anterior non q-wave myocardial infarction (mi). Cardiac enzymes were increased less than 2 times above upper normal level (unl). Stent thrombosis was confirmed by angiography in the left main and the mid cfx arteries. Both stents had a timi flow of 1. The stent in the lad had a 85% blockage and the stent in the cfx had a 90% blockage. Both were treated with balloon dilatation. The pt was followed-up a month later and was asymptomatic. The report is from the study. The pt was a male with 3-vessel disease. The pt had a history of obesity, hypertension, hyperlipidemia, and diabetes (type 1 treated with insulin). Medications at baseline were aspirin, clopidogrel, statins, ace inhibitors, and beta blockers. The indication for the index procedure was unstable angina pectoris. Medication during the procedure was heparin. Heart rate at baseline was 85/min, blood pressure was 130/70, and lvef was 30-50%. The first target lesion was the proximal left anterior descending artery (lad). Vessel diameter was 2.25mm and the lesion length was 25mm. Pre-procedure stenosis was 99%. The lesion was de novo, bifurcated, irregular contour, excessively tortuous, angled, and moderately calcified. The lesion was pre-dilated with a 2.5x20mm balloon at 10 atm. Lesion location according to medina was 1,0,1. A crush stent technique was used and a final kissing balloon was used as well. A cypher was deployed a 14 atm and was post-dilated with a 2.25x33mm balloon at 14 atm because of the bifurcation. Post-procedure stenosis was 0%. The 2nd target lesion was the mid circumflex artery (cfx). Vessel diameter was 3.5mm and the lesion length was 15mm. Pre-procedure stenosis was 75%. The lesion was de novo, ostial, irregular contour, moderately tortuous, and angled. The lesion was pre-dilated with a 3x15mm balloon at 10 atm. Another cypher was deployed at 14 atm. Post-procedure stenosis was 0%. The pt was discharged 2 days post-procedure. Medications at discharge was aspirin, clopidogrel, insulin, statins, ace inhibitors, and beta blockers.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2008-00910. Additional info will be submitted within 30 days of receipt.